Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings:investigation revealed that the keypad cover was torn near the down arrow keypad button. The contrast button was under-responsive. The keypad cover was removed and there was evidence of contamination found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up and down arrow buttons were under responsive. Additionally, the keypad cover was said to be damaged (missing/peeling and torn/punctured). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.